Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's son reported that the patient had encountered a fluid leak at the end of treatment three weeks ago. When the patient removed the cassette after treatment there was fluid inside the cassette door on the pumps. The patient was issued a new cycler. The patient's son reported that it had been three weeks since the fluid leak event and there was no patient injury or illness associated with the leak. Attempts were made to gather additional information, but no data was provided. The cycler is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's son reported that the patient had encountered a fluid leak at the end of treatment three weeks ago. When the patient removed the cassette after treatment there was fluid inside the cassette door on the pumps. The patient was issued a new cycler. The patient's son reported that it had been three weeks since the fluid leak event and there was no patient injury or illness associated with the leak. Attempts were made to gather additional information, but no data was provided. The cycler is not available to return as a sample.